Event description:
It was reported that the patient had previously noticed surging sensations when walking through security gates at the mall. On (B)(6)-2011, while walking in the same mall in the main walkway the patient experienced an overstimulation sensation, even though she was not passing through a security gate. The patient had not had such an experience before, and did not notice any continued changes. Stimulation was normal for the day after the incident. No changes in therapy were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot# v718504, implanted: 2011-(B)(6), explanted: na, programmer model 3037, serial# (B)(4).